Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. No visual anomalies were noted to the device. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Event description:
During the atrial tachycardia procedure, blood regurgitation was observed due to valve damage. This issue occurred when replacing the catheter after mapping the right atrium. There was no confirmed that an air aspirating and an air movement into the patient's body. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.